Manufacturer narrative:
Customer has discarded the device after used, we therefore can no longer send it to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Event description:
According to the information received, no light or image. No death or (unanticipated) serious deterioration in state of health reported.